Event description:
It was reported that the user contacted support regarding elevated blood glucose while using the ilet, with device data indicating glucose of approximately 188 mg/dl earlier and subsequent readings around 250 mg/dl with ongoing insulin delivery and no observed site leakage or device alarms. Symptoms included hyperglycemia. Outcomes included self-monitoring at home with instruction to continue observing glucose for 30 minutes and to change the infusion site if glucose did not continue to decline. Investigation included review of device-reported glucose and insulin delivery history via the bionic report and user interview. Investigation of this case revealed no device alarms or evident infusion set issues at the time of the report, and the device appeared to be delivering insulin as commanded, leaving the specific cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.